Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/10/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The total daily dose history correlated appropriately to the basal and bolus histories. The keypad and bolus covers were found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons and the bolus button were appropriately responsive. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Basal and bolus deliveries during investigation were found to have been accurately recorded in the pump¿s history. The pump successfully completed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. A battery cap was not returned with the pump; a test cap was able to secure properly to the pump. Investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was below 20 mg/dl on an unspecified date and 26 mg/dl on (B)(6) 2014 with unsteadiness when standing and walking, severe dizziness, and severe headache. It was reported the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and had discontinued pump use. It was reported the patient¿s health care provider recently changed the pump¿s basal rate and bolus settings. Animas customer technical service determined a reported recent hypoglycemic event contributed to the alleged hypoglycemia. During troubleshooting, it was reported the basal history matched the active basal program, and the basal history and basal total in the total daily dose history matched. The reporter noted the patient had lost confidence in the pump and requested a replacement. This complaint is being reported because the alleged hypoglycemia was due to an alleged inaccurate delivery issue of unknown cause.